Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with the use of bioprosthetic heart valves. The IFU cautions that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. During the manufacturing process, the sapien transcatheter heart valve (thv) valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Investigation results suggest patient factors (such as hyperlipidemia) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information from additional medical records provided. The following sections of this report have been corrected/updated: h6 (device codes, investigation findings, investigation conclusions) and h11 (provide narrative/data). Additional information was received via additional medical records revealing an intraoperative transesophageal echocardiogram (tee) had been performed during the valve in valve procedure. The intraoperative tee demonstrated the left most cusp of the prosthetic valve was flail and prolapses into the left ventricular outflow tract (lvot) with resultant severe aortic regurgitation (ar). The investigation is ongoing.

Event description:
As reported by the field specialist, approximately 8 years 6 months 14 days post transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien xt valve, the patient underwent a valve in valve procedure with a 26 mm sapien 3 ultra resilia valve due to severe central aortic insufficiency (ai). The patient had presented in cardiogenic shock which required pressor support. The valve in valve procedure was successful. Additional information was received via medical records confirming the 26 mm sapien xt valve had developed severe aortic regurgitation. There was no evidence of paravalvular leak (pvl). This was confirmed via an echocardiogram performed approximately 8 years 6 months 13 days post tavr procedure. The patient was also noted to be presenting with some dyspnea on exertion. Approximately 8 years 6 months 14 days post tavr procedure, the valve in valve procedure was performed. The procedure was performed successfully and there was no pvl.

Manufacturer narrative:
The investigation is ongoing. Device remains implanted.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The device was not returned to edwards lifesciences for evaluation as it remained implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. Medical records were provided for evaluation. A device history record (DHR) review was performed, and it did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was also performed and revealed no other events relating to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve usage. Per the IFU, transvalvular leak and valve regurgitation are listed as potential risks associated with the use of the transcatheter heart valve (thv), delivery system, and/or accessories. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the central regurgitation that resulted in a valve in valve being performed was confirmed based on the medical records. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the event. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, the sapien xt valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. As reported, "approximately 8 years 6 months 14 days post transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien xt valve, the patient underwent a valve in valve procedure with a 26 mm sapien 3 ultra resilia valve due to severe central aortic insufficiency (ai)." Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Central regurgitation, which develops progressively over time, can be due to several issues including patient-related factors, structural valve deterioration (e.g. Calcification, leaflet thickening), and/or nonstructural dysfunction (fibrosis, pannus formation). In this case, a definitive root cause was unable to be determined at this time; however, the event may be due to patient factors and/or procedural factors not provided. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.